Manufacturer narrative:
This report is submitted on february 25, 2022.

Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to improper placement of the electrode. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced migration of the electrode array in internal auditory canal. Device analysis report attached. This report is submitted on april 22, 2022.